Event description:
The pt had purchased the meter in 2003. The pharmacist set the meter for them and gave them the meter. They claim since then their meter was set incorrectly. They are suppose to test their blood glucose 3-4x a day and is on an oral medication (1 tablet (250mg). They did not provide medical affairs the name of the medication. Within the past year their hba1c read around "8 something". They recently went to have surgery done to their "lower extremities" and blood test on the hosp meter was 410 mg/dl. They were treated with insulin and was told that the surgery could not proceed until their glucose went down. Pt's glucose went down, and the surgery was done. The pt showed their md that their readings on their meter never went higher than 140 (which may have been 14.0 mmol/l). Pt was advised to contact lfs and get the meter replaced. Ccr noticed that the meter was set to the incorrect unit of measurement. Pt did not experience any symptoms when they obtained the 410 mg/dl reading in the hosp. They claim as far as they know, they do not experience any symptoms of either hypo or hyperglycemia. Medical affairs sent the pt a replacement meter. Pt is currently on bed-rest from the surgery and was advised by their md that when they come in for a follow up appointment their oral medication may be increased to twice a day. This case is being reported as an adverse event, since if the pt had known their reading was high for the past 2 years, they may have treated themselves accordingly.